Manufacturer narrative:
The product has been returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete

Event description:
Boston scientific received information that this lead was an attempted implant due to capture issues and pacing impedance measurements greater than 4000 ohms observed with the pacing system analyzer(psa). The caller also noted that p-wave measurements for these leads are often significantly better one day post implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.